Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited less than 100 ohms at times in the unipolar configuration and approximately 300 ohms in bipolar.